Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se reseated all of the printed circuit boards (pcbs)and the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that a 980 ventilator was in an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.